Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Gamma3 primary surgery was performed on (B)(6) 2014. This time cutout of the lag screw was found. It is unknown when the cutout was occurred. The patient has felt pain but is able to walk. Revision surgery to tha was performed on (B)(6) 2019.

Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. Based on the investigation, the root cause was attributed to a patient-related issue. The failure was caused due to poor bone stock (osteoporotic bone) and the loads on the implant resulting from the obese patient. The event happened because of lag screw cut out. Due to this, the fixation became unstable and the whole load came up on the nail and locking screw. As a result of this, the locking screw got deformed. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
Gamma3 primary surgery was performed on (B)(6) 2014. This time cutout of the lag screw was found. It is unknown when the cutout was occurred. The patient has felt pain but is able to walk. Revision surgery to tha was performed on (B)(6) 2019.